Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3+, thin and calcified leaflets, restricted leaflets, prolapsed posterior mitral leaflet (pml), and enlarged atrium. A mitraclip ntw was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred, and after deployment the clip detached from the pml and remained attached to the anterior mitral leaflet (single leaflet device attachment/slda). It was noted that in the physician¿s opinion, the pml was perforated or ruptured. To stabilize the slda clip, an additional clip was implanted, reducing the mr to trace. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda appears to be a cascading event of the tissue injury (damaged leaflet). The reported poor imaging is related to patient condition. A cause for the reported tissue injury could not be conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.